Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported that the customer was experiencing high blood glucose levels. The sensor glucose level read 120 mg/dl while her blood glucose level was at 480 mg/dl. The customer's blood glucose level was 525 mg/dl after calibration. The customer treated their high blood glucose with the insulin pump and an injection. The customer declined to do troubleshooting for the high blood glucose. Troubleshooting on the sensor was not completed. The customer also did not want to change the infusion set because it was still brand new. The customer will not return the device for analysis.